Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgment occurred. The eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion contained >45 and <90 degrees bend. A 24 x 3.00mm rebel stent was advanced but encountered significant resistance. The device was removed and the stent was found slightly apart from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.